Event description:
It was reported that an ilet pump was dropped, resulting in screen bezel separation and a nonfunctional display, and the device was noted to no longer be watertight; the issue was characterized as a bonding failure involving the display component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information and photographs provided by the user. Investigation of this case revealed a stress-related problem consistent with a loss of or failure to bond affecting the display. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.